Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital medical device problem code: (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was torn and pushed back. Functional inspection was performed which noted the basket would open and close without issues. Dimensional inspection confirmed that the side car rx was pushed back 3mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the side car torn may be related to user manipulation and/or some technique applied during procedure while inserting/withdrawing the guidewire that resulted in tearing the side car rx. It is possible that this manipulation ended pushing back the side car rx as well. Therefore, the most probable root cause for the problem reported and the problems discovered during analysis is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the side car-rx (guidewire channel) was torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.